Manufacturer narrative:
Additional information: date received by manufacturer ¿ 20aug2018. Corrected information: device manufacture date ¿ 22mar2017. The device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no additional complaints have been reported at this time. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient was admitted urgently to the lvad clinic after reportedly had a physical altercation with a younger family member. The driveline site was pulled and developed redness and bleeding. There were no obvious signs of drainage other than bleeding. The patient's wound culture was taken and was sent to the laboratory for test results. The patient's driveline exit site was evaluated and results of the culture were received on 27apr2018, noted (B)(6) was identified. The patient was placed on lifetime antibiotic doxycycline of 100mg twice daily. No further information provided.